Manufacturer narrative:
Insulation and conductor damage was noted at 19.0-20.5cm from the connector pin, consistent with clavicle crush damage. The etfe coating of the rv conductor and the ptfe liner of the inner coil were abraded at this location. This is consistent with the observation from the field of noise, pacing inhibition, and low pacing lead impedance. A lead tip stiffness teste was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed. The patient was asymptomatic. A review of the egms indicated that the ventricular lead exhibited low pacing lead impedance since (B)(6) 2015, and the pacing inhibition was also noted. The noise was able to be reproduced in clinic with arm movements. The lead was laser extracted and replaced. During the lead revision procedure, the physician noted that lead had perforated the heart and an abrasion was observed under the suture sleeve. The patient was stable post procedure.